Manufacturer narrative:
The reported event was confirmed. A hematuria catheter was returned with a bandage attached. The catheter was inflated with 50 ccs using a 10 cc leur lock syringe. The catheter was allowed to sit still and slow leaking was noted out of one of the drainage eyes. This product would have failed functional leak testing. A potential root cause could be due to an operator error, machine malfunction, coagulant not managed properly in the tank, or program error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿be careful that the catheter is not exposed to ointments, contrast medium, or oil-based lubricants ( including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [This may damage the device and may burst balloon]". H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter fell out of the patient on the day of placement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter fell out of the patient on the day of placement.